Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper line break. It was reported that the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with an mr grade of 4+. The clip delivery system (cds) was advanced, the anterior leaflet got caught on the clip. No grasping attempts had been made. Troubleshooting was performed, and the clip was freed from the leaflet; however, leaflet injury occurred. It was also observed that the gripper line broke when exercising the grippers when trying to get unstuck from the leaflet. The clip was removed, and two additional clips were implanted to reduce mr and to treat the leaflet injury. Mr was reduced to 1. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. All available information was investigated, and the returned device analysis could not replicate the reported difficult to remove; however, the reported gripper line break was confirmed as the gripper arms did not actuate when gripper lever ¿ no tactile marker was retracted. A review of the lot history record revealed no manufacturing nonconformities to the reported lot. Additionally, a review of the complaint history identified no similar incidents from the reported lot. It should be noted that patient effect of tissue damage as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficult to remove appears to be due to user technique/ operational context as the clip interacted with the leaflet when the mitraclip delivery system (cds) was advanced to the patient anatomy; however, the reported gripper line break during actuation was a cascading effect of the reported difficult to remove as user exercised the grippers to free the clip from the leaflet. The reported tissue damage (mitral valve injury) was a result of the reported difficult to remove. There is no indication of a product issue with respect to manufacture, design or labeling.